Event description:
It was reported to boston scientific that after the physician had cannulated the common bile duct (cbd) and had almost completed the sphincterotomy, the autotome rx sphincterotome cut wire broke. When the physician engaged the cut peddle on the diathermy to cut further, the 20mm cut wire snapped at the distal end of the sphincterotome. The physician was satisfied with the sphincterotomy, the sphincterotome was removed and the procedure was completed without opening another device. There were no reported patient complications.

Manufacturer narrative:
.